Event description:
It was reported patient underwent an acl reconstruction procedure on (B)(6) 2013. During the procedure, the washerloc countersink fractured in the patient. The fractured fragment was removed and the instrument was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the age of the device and the manner of the break being in one direction indicated mishandling at some point with the device. Thus, contributing to the device breaking during use. The product left biomet conforming.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.